Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: taperloc microplasty femoral taper/ pn 14-103206/ ln 779840,m2a-magnum taper adapter/ pn 139252/ ln 057510.this report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2017-00054).

Event description:
Legal counsel for patient reported that the patient had a left hip revision approximately six years post-implantation due to pathological notations of tissue with reactive changes, chronic inflammation, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.